Event description:
It was reported that the left ventricular (lv) lead threshold increased by one volt and the threshold was measuring high. It was also reported that the lv lead threshold increase was greater than the amplitude safety margin and may have compromised capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter-defibrillator: (B)(6) 2012; 5076 implantable pacing lead: (B)(6) 2008. (B)(4).